Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Carefusion has received the device but it is still under investigation. Once the investigation is complete, a supplemental report will be submitted.

Event description:
The customer reported on this avea ventilator that the fraction of inspired oxygen (fio2) delivery is out of specification. The set fio2 at 90% measures 96%. There was no patient involvement. The device trained biomed reported calibrating the blender regulators, but it did not resolve the reported event. The biomed order a replacement gas delivery engine (gde) for a resolution on this issue.

Manufacturer narrative:
The vyaire manufacturing failure analysis group received the suspect gas delivery engine (gde) for investigation. The gde was visually and physically inspected, which found no damage to the gde or the blender assembly. The testing results passed the oxygen sensor calibration and the blender verification test. The reported fraction of inspired oxygen (fio2) dropping out of specification was not duplicated. Our failure analysis group could not duplicate a component failure; therefore no component failure root cause can be determined.